Event description:
Siemens ventilator, model 300a, began smoking from back of ventilator. Pulled from pt and trouble shot problem to defective l1 coil in air gas module. Have experienced this same problem a minimum of three other times. Understand that siemens produced letter to owners in 11/2003, but desire manufacturer to take a harder stand on this issue.